Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he experienced high blood glucose of 402 mg/dl. The customer also reported having sensor reading discrepancies and receiving a bad sensor alert. The customer was advised to change the sensor. The customer stated he found the sensor cannula was bent. Customer stated that the high blood glucose level was due to eating too much and not doing a proper correction.